Event description:
It was reported that 6541-5-706 x2 mis 4:1 mis cutting block size 6, 6541-5-707 x2 mis 4:1 mis cutting block size 7, 6541-5-708 x2 mis 4:1 mis cutting block size 8, mis cutting blocks are not creating correct anterior chamfer cut. Surgeon believes the blocks are defective and effect the way his fit with femoral trial. The doctor prefers to use beaded femurs on all his cases and now had to cement the femur for this case. Doctor has requested the cutting blocks be looked at by the engineers. This particular case, the main cutting block was the size 5 mis 4:1 cutting block that was affected.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. Catalog numbers and codes of other devices listed in this report: cat # 6541-5-701, lot # unk, description: mis 4:1 cutting block size 1; cat # 6541-5-702, lot # unk, description: mis 4:1 cutting block size 2: cat # 6541-5-703, lot # unk, description: mis 4:1 cutting block size 3; cat # 6541-5-704, lot # unk, description: mis 4:1 cutting block size 4; cat # 6541-5-706, lot # unk, description: mis 4:1 cutting block size 6; cat # 6541-5-707, lot # unk, description: mis 4:1 cutting block size 7; cat # 6541-5-708, lot # unk, description: mis 4:1 cutting block size 8.